Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having trouble with their stimulator. The patient stated that they noticed they will not feel stimulation and when they check their device with the controller they will see that the stimulation intensity is at zero. The patient stated that it doesn't happen every day but has happened 3 or 4 times in the past couple of weeks. The patient stated that they typically keep their stimulation around 5 or so. The patient stated that they are on group b as group a doesn't work at all/doesn't provide relief. The patient stated that they also noticed that their ins battery level is not decreasing as much each day. It was reviewed that the patient's device is performing to expectations considering usage. The patient stated that they met with a manufacturer's representative (rep) 5-6 weeks ago and was taught how to use the device. The patient also met with a different rep to help with programming. The patient then was supposed to meet with a rep last week and no one was there. The patient was asked to sync to the device. The patient was able to increase stimulation from 3.0 to 4.0 and from 4.0 to 5.7. The patient confirmed that they could feel stimulation. Patient services was going to reach out to a rep to meet with the patient. The patient stated that group a no working started in (B)(6) 2018, and the stimulation decreasing to zero started a few weeks ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of stimulation decreasing to zero was that some adaptive stimulation positions were set to 0.0ma. The rep reported that they reprogrammed adaptive stimulation. The rep reported that they had not heard from the patient with further complaint since they saw the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient hadn't gotten relief with their device. It was noted that all impedances were within normal limits. Reprogramming was performed and the adaptive stimulation settings for some solitude positions were programmed to 0.0 ma. The patient stated that they felt good after reprogramming and the issue was resolved. No further complications are anticipated.